Event description:
It was reported that upon interrogation of the implantable cardioverter defibrillator (ICD), the device longevity data was missing. In place of the longevity estimation data, question marks were displayed. Subsequent interrogation attempts show the device had normal longevity estimation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that upon interrogation of the implantable cardioverter defibrillator (ICD), the device longevity data was missing. In place of the longevity estimation data, question marks were displayed. Subsequent interrogation attempts show the device had normal longevity estimation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated an issue with missing/invalid diagnostic data,